Event description:
It was reported that after reconnecting the ilet pump following a charging period, the user experienced recurrent systemic swelling within hours, palpitations with tachycardia and profuse sweating overnight, vomiting, poor oral intake for a week, and a fingerstick blood glucose of 187 mg/dl; the user disconnected the pump, did not take basal insulin afterward, and had only rapid-acting insulin available, while the device problem and component were not specified. Symptoms included hyperglycemia, anxiety, tachycardia, and vomiting. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information about a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.